Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was that the patient observed a driveline fault alarm moments after slightly bending over while connected to battery power. The alarm was silenced but remained active. When the patient presented to the emergency department (ed), the driveline was assessed but no overt signs of damage were noted. Log file review confirmed driveline faults beginning at 3:15 pm on 06may2022. The modular cable and controller were exchanged the night of 06may2022 and no further alarms were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 5 days of data combined (01may2022 ¿ 06may2022 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on 06may2022 at 15:15:17 due to the current sense on line a dropping below the threshold amperage. The driveline was disconnected on 06may2022 at 20:26:22 to exchange the system controller. The driveline power fault alarm resolved when the driveline was disconnected. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was disassembled to inspect the internal components for damage and no issues were observed. The system controller was also tested with the returned modular cable (lot number: 8128676) and no issues or atypical alarms were observed. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 11oct2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log file. The log file contained approximately 5 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on 06may2022 at 15:15:17 due to the current sense on line a dropping below the threshold amperage; the alarm did not resolve throughout the remainder of the log file. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests were made to determine if the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. It was reported that no further alarms have been observed after exchanging the controller and the modular cable. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 11oct2021. No further information was provided. The manufacturer is closing the file on this event.